Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
Concerning the 3 biopsies performed, the procedure did not pose any particular problem, the fixation was with a mayfield head holder in classic decubitus, there was no hemorrhagic complication objectified at the postoperative control CT scan. On the other hand, the analysis of the samples was negative, requiring a second surgical intervention to obtain the diagnosis, and therefore a delay in oncological management of about one month.

Manufacturer narrative:
A full analysis of the device data logs and of the patient exams has been performed. This analysis concluded that the fusion of the post-operative scans to the pre-operative scans was unsuccessful. Therefore, the inaccuracy at the entry point could not be confirmed. Moreover, the user did not verify either the accuracy at the entry point on the post-operative scans, but only noticed an inaccuracy at the target point. This is mainly dependent on elements other that the rosa device, such as the method of implantation. It can be noted that the automatic scan was not clearly visible on the matching frame. The rest of the registration was performed correctly. Additionally, one head holder used on site was found to be defective, and may have been used for the case. These elements could have contributed to a potential inaccuracy at the entry point. No failure of the device was found during analysis. Based on the investigation performed, the technical root cause of the event cannot be determined. Corrected data: - b4 date of this report. - g3 date received by manufacturer . - h2 if follow-up, what type . - h3 device evaluated by manufacturer. - h6 adverse event problem. - h10 additional narratives/data.

Event description:
Concerning the 3 biopsies performed, the procedure did not pose any particular problem, the fixation was with a mayfield head holder in classic decubitus, there was no hemorrhagic complication objectified at the postoperative control CT scan. On the other hand, the analysis of the samples was negative, requiring a second surgical intervention to obtain the diagnosis, and therefore a delay in oncological management of about one month.